Event description:
Patient reported left side rupture and exchange from textured to smooth. Physician confirmed the events. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side rupture and exchange from textured to smooth. Physician confirmed the events. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, fold creases and brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with nick. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nicks in the side posterior assessed as surgical impact opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.